Event description:
It was reported that the patient was in the operating room to replace a depleted ins with a new 37714. Impedances over 40,000 ohms were seen on all electrodes on the bottom port, 8-15, from the default voltage all the way up to 3v.it was noted that the previous ins had been dead, so it was not possible to test impedances prior to surgery. The lead was tested separately in a multi-lead trialing cable and all impedance measurements were within normal range. The connector block of the ins didnot look like it had fluid in it. The hcp tried approximately five times to disconnect and reconnect the leads from the ins withoutsuccess. It was noted the hcp also tried to suction the connector port of the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).